Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll australia for evaluation. The customer's report was observed and attributed to the receptacle pins on the test port. The test port pins were replaced to resolve the report. The device was recertified and returned to the customer. This is a malfunction which only impacts the self-test portion with the defibrillator. Once the multi-function connection is removed from the test port and attached to a set of electrode pads or external paddles the device performs to specification. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis of reports of this type has not identified an increase in trend.